Event description:
Disposable endo clip applier was not working during procedure as it would not apply the clips, it was removed from use, new one was opened and no issues noted with second applier. FDA safety report ID# (B)(4).